Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# fg54000 serial# (B)(4)). Pentaray catheter (model# d128211 lot# unknown). Acunav catheter (model# 10135936 lot# unknown). St. Jude medical brk transseptal needle (model# unknown lot# unknown). St. Jude medical brk-1 transseptal needle (model# unknown lot# unknown). St. Jude medical agilis 8.5 french medium curl sheath (model# unknown lot# unknown). (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. During ablation septal to the right inferior pulmonary vein (ripv) for touch up to re-achieve entrance block, the patient became hypotensive and a cardiac tamponade was detected via intracardiac echocardiography (ice). Pericardiocentesis yielded 1220 ml, which was auto-transfused. Patient was transferred to the operating room for a sternotomy, exploratory surgery, and tear repair. The hole was sutured and closed with no residual bleeding. Patient required extended hospitalization as a result of the adverse event for surgical recovery. Patient was extubated the following day. Patient fully recovered with no residual effects. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that while touching up a previously-ablated region septal to the ripv for entrance block, the tissue must have been necrotic enough to tear during ablation. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. Double transseptal puncture was performed with st. Jude medical brk and brk-1 transseptal needles and a st. Jude medical agilis 8.5 french medium curl sheath. Generator was set on power control mode at 25 watts for 30 seconds with temperature cut-off of 42°c and contact force ranging from 15-20 grams. Generator settings at the time of injury included power at 25 watts with temperature and impedance similar to other lesions throughout the procedure. Power was not titrated during ablation. Overall ablation time at the site of injury was 30 seconds. Last ablation cycle time at the site of injury was 30 seconds. Irrigated catheter flow was set at 8 ml/min. Patient received anticoagulant (heparin) during the procedure with activated clotting time (act) maintained at greater than 350 seconds. There is no information regarding spi value. It was noted that no spi indicator displayed in the area of injury. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure.